Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the main flow was low on the cooler heater unit. Since the event occurred during preventative maintenance, there was no pt involvement.